Manufacturer narrative:
(B)(4). Incorrectly stated: investigation is not yet complete and a follow-up report will be filed. Initial and final reports were filed. There is no follow-up pending for this event.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The device was returned and the reported balloon rupture was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the 6.0x120mm fox sv balloon catheter was advanced to the lesion without resistance. During the first inflation, the balloon ruptured between nominal pressure and rated burst pressure. Another same size balloon was used successfully to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.